Event description:
The customer reported, the device fails plunger force accuracy at 10.5 pounds (lbs). No patient involvement.

Manufacturer narrative:
The customer's reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced force sensor, rear case, left & right iui connector, shaft seal, and barrel clamp. Performed calibration. Based on the findings, service determined, that the proximate cause of the reported issue was, due to failure of the force sensor assy. A review of the device history record showed, the device had a manufacture date of 03/17/2016. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
The customer reported the device fails plunger force accuracy at 10.5 pounds (lbs). No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the device fails plunger force accuracy at 10.5 pounds (lbs). No patient involvement.